Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed wear marks on the device. No needle was found inside. To test its functionality, it was tested on a sample rubber strip and a needle test; as a result, it revealed that the needle deploys as normally, after several times the needle was not functioning as expected due to it was very hard to deploy, the trigger had to be manually pushed back to retract the needle to its original position. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the functional test, this complaint can be confirmed. The maintenance conditions of the device is unknown, the possible root cause of reported failure could be attributed to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Since this is a reusable device, and this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively affirmed. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant in accordance with the manufacturer¿s instructions.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2022, it was observed that the needle on the expressew iii autocapture + suture passers got stuck. During in-house engineering evaluation, it was determined that the needle was slightly hard to deploy; and the trigger had to be manually pushed back to retract the needle to its original position. The same device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.